Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose over 400 mg/dl about two or three weeks. Customer was unable to troubleshoot was at work. Customer also stated her insulin pump kept alarming all night and just wanted the noise to stop. Customer's current blood glucose was 95 mg/dl. No further information reported.